Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: the reported event of the lcd screen being distorted was confirmed via evaluation of the returned system controller. The returned system controller (serial number: (B)(4)) was connected to a test power module and a test system monitor; parts of the lcd screen were white, and the information displayed on the lcd screen was distorted, which made it partially unreadable. A self-test was performed on the system controller and the audio and visual alarms activated; however, information was not readable due to the lcd display being distorted. The distorted lcd screen did not affect the controller¿s ability to operate the test pump at the set speed, and no atypical alarms were produced during testing. The returned controller¿s lcd was exchanged with a functional test lcd and the issue resolved. The controller displayed information as intended with the test lcd installed. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned system controller contained approximately 73 days of data ((B)(6) 2021 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2021 at 03:34:49 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(4) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2019. The heartmate ii system controller patient handbook and the heartmate ii system controller instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that 1/4 of the controller's display had "white noise". There were no issues with the self test. The controller was exchanged at the patient's (B)(6) 2021 clinic visit.